Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter (mld) for an 18fr edwards expandable sheath is 6.5mm. In this case, the patient¿s access vessel diameter mld was 7.5mm, the vessel was mildly calcified and mildly tortuous. The physicians attributed the dissection to patient and procedural factors [a posterior piece of calcium was lifted on access with the 18g needle causing the dissection]. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, upon removal of the 18fr esheath, a dissection of the common femoral artery bifurcation was noted. The vessel was repaired with a graft. The tavr case went very well until surgical closure of the left common femoral artery. The surgeons noticed uncontrolled bleeding upon removal of 18fr e-sheath. An occlusion balloon was used to occlude flow in the distal abdominal aorta while the bleeding was controlled. The surgeons determined that a dissection had occurred on the posterior wall of the artery that extended through the bifurcation of the common femoral/sfa/profunda arteries. The bifurcation anatomy was surgically removed and replaced with a dacron graft that was sewn to the common femoral, sfa and profunda. The patient remained stable during the procedure. He received 500ccs from the cell saver and did not require any other blood products. The implant physicians believe that a posterior piece of calcium was lifted on access with the 18g needle causing the dissection. When the surgeon gained access with the 18g needle, there was not pulsatile flow as normally seen on access. The esheath was not deemed to be the cause of the dissection. When the patient was checked by the surgeon and interventional cardiologist in post-op recovery, he had good pulses in the left foot. The e-sheath and dilators were inspected prior to use and appeared normal. The guidewire was advanced as were the dilators and e-sheath without incidence. The physicians were surprised by the complication since the sheath insertion had been smooth.